Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Patient kept implants. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "patient had revision due to hip squeaking. The ceramic liner was impinging on trunnion."